Event description:
It was reported that left hip revision surgery was performed. Physical injuries, pain, metallosis, swelling, inflammation, difficulty standing & walking, gait issues and lack of mobility reported.

Manufacturer narrative:
Following receipt of medical records it has been established that this submission represents a duplication of the incident previously reported via MDR 3005477969-2014-00310. Our updated results of investigation will be communicated via a follow up to that report. Please therefore disregard this submission.